Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, thresholds tested bad. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c315s502 catheter (B)(6) 2013. (B)(4).